Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirm due to connector unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the connector has exposed pin and not working correctly when connecting to their evis exera iii video system center. The failure was observed during an unspecified procedure. Upon inspection and testing of the customer returned device, it was observed the receptacle printed circuit board need to be replaced in the connector. This report is being submitted for the malfunction found during evaluation. There were no reports of death, harm, or patient injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a bent pin associated with the receptacle board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.